Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a drg trial procedure that the distal end the large sheath sheared off after placing the lead. As result, the lead was removed, however the sheared part of the sheath remains. Patient will follow up with their physician.